Event description:
It was reported that the balloon was leaking gas. The 60mmx2.5mm in diameter, 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon was leaking gas. It was noted that there was a tear or pinhole on the balloon. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the balloon was leaking gas. The 60mmx2.5mm in diameter, 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon was leaking gas. It was noted that there was a tear or pinhole on the balloon. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed numerous partial circumferential tears and a pinhole to the balloon. Based on the size of the balloon a measurement was not needed due to the amount of damage present to the area of the balloon. There was contrast and blood in the inflation lumen, and the balloon was loosely folded with contrast present. Product analysis confirmed the reported event, as the balloon was found to have a pinhole and numerous partial circumferential tears.